Event description:
Reporter alleged blood glucose device reading higher and went to the doctor to test. Reporter stated meter tested in the 300's mg/dl and the doctor measured 104 mg/dl performed at about the same time allegedly. Reporter indicated being placed on a long acting insulin reportedly due to the high readings at night. It was reported no controls were used and a request was made for the return of the suspect device and replacement product was sent.